Event description:
A caller reported that a cartridge leaked insulin, which occurred once. There was no adverse impact to the customer's blood glucose level. The customer successfully changed the cartridge and resumed insulin therapy after receiving instructions to return the malfunctioning cartridge.